Event description:
It was reported that the patient with this right atrial (ra) lead had had an infection. A revision was performed, and the associated device was explanted. The following day this lead was explanted along with the right ventricular and left ventricular leads. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).